Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d6b, h3, h6 visual analysis: device photograph(s) for the device related to the reported event of rupture requested on sep 16,2025 it is not possible to determine the lot number or catalog through the photos provided. * rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "breast asymmetry" and "rupture" confirmed via ultrasound and MRI. Healthcare professional later reported "implant rupture". This record is for the right side. The device has been explanted. Device will not be returned.

Event description:
Patient reported right side rupture and asymmetry. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.